Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who went onsite and inspected the system behavior and accessed the pic ix to conduct a deeper investigation into the reported issue. Upon review, the fse identified two primary findings: 1. Incorrect wmts alert destination: the wmts alert destination was configured to point to the customer focal ip address. This misconfiguration prevented the alert banner from being displayed on the pic ix host. 2. Incorrect fiber uplink port: the access switch had its fiber uplink connected to an incorrect port, which could impact proper network communication and overall system performance. Based on the results of the analysis, the cause of the reported problem was the configuration. The issue was resolved by updating the wmts alert destination to correctly point to the primary server ip address, enabling proper alert banner functionality on the pic ix host. Also, the fiber uplink connection (trunk port) on the access switch was relocated to the correct gigabit ethernet port, restoring proper switch configuration and network connectivity. The device was restored to use at the customer site.

Event description:
Philips received a complaint on patient information center ix indicating that the pic ix system went down and came back up. The telemetry overviews in the cmu lost vitals and came back. The device was in use on a patient at the time of the event. There was no adverse event reported.